Event description:
Removal of endosseous dental implant. Implant was placed on (B)(6) 2012 in site #8 (type ii bone). Primary stability and osseointegration were not achieved. The clinician reports that the drill extender did not attach properly to the drill. The clinician states that larger diameter implants are acquired. The implant was removed on (B)(6) 2012. Another implant was not successfully placed during the surgical procedure. Medical history: no significant findings.